Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection. The patient complained of a 3-day history of a red, warm, and tender area adjacent to her driveline, with a 1-day history of new yellow/green discharge at the exit site while at her scheduled follow up. The patient was hospitalized. The driveline exit site drainage culture was found to have no growth, blood cultures had no growth, and a computed tomography of the abdomen/pelvis showed mild stranding without abscess or fluid collection. The patient was started on a broad spectrum bactrim antibiotics and then changed to vancomycin. The patient was discharged home on intravenous daptomycin to complete a 10 day course and then transition to oral doxycycline. The patients symptoms resolved.